Event description:
During routine cataract surgery and implantation of an intraocular lens, the haptic broke. As the physician was attempting to remove the iol he broke it into several pieces and had difficulty removing these pieces from the eye. Reportedly this resulted in an undisclosed injury to the eye.